Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly with unresponsive buttons for 4 hours. Customer stated that only the time was blinking on the pump. Customer was advised to revert to a back-up plan.